Manufacturer narrative:
(B)(4). Evaluation summary pending investigation results.

Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, during a laparoscopic lower anterior resection, the surgeon placed the stapler down the trocar. He struggled getting the reload into the pelvis as it was very narrow. After some maneuvering, he was able to get the reload around the colon. He had placed stents in the ureters prior to the start of the surgery so he made sure that the stapler was not in contact with the ureters. The surgeon fired the reload with no incident. Upon removal of the stapler, the surgeon removed to the ureter stent out of the ureter unintentionally. He tore the ureter and a urologist had to come in to do the repair. Then, the surgeon completed the anastomosis. No other known adverse events were reported.

Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation of one instrument with one reload both opened by the account and two photographs. Visual examination noted that the photos received were that of an instrument label and what appears to be a radial reload label. The radial reload label was blurred and was unclear. Visual inspection of the instrument noted no abnormalities. Visual inspection of the cartridge revealed that the radial reload was fully fired and the jaws were open. Functionally, the instrument was loaded with post market vigilance representative loading units. The instrument successfully, clamped, cycled fully, opened and unloaded repeatedly without difficulty. The reload was loaded into the subject instrument for functional testing. The reload was cycled without hesitation or binding. Functional testing confirmed the safety interlock feature successfully prevented the radial reload from cycling again. Visual and functional testing of the returned products confirmed the products met quality release specifications that were tested. However, the reported condition is confirmed based on the complaint description. The file was concluded to be tested satisfactorily as the devices were found to meet all visual and functional test specifications. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate.